Event description:
A malfunction was reported by the caller in a tandem pump, specified as malfunction 199 with a malfunction code malf 1, which was not resettable. There was no adverse impact on the customer¿s blood glucose level. The customer was informed by customer technical support (cts) that the pump would be replaced under warranty, and instructions for using backup therapy with multiple daily injections (mdi) were provided. The customer was also guided on putting the pump into storage mode before shipping it back using a pre-paid label, which was acknowledged and understood.